Event description:
Customer alleged brake cracked and cannot screw tight. Replacement order #(B)(4). No injury alleged.

Manufacturer narrative:
The consumer is a male in his (B)(6). The dealer stated that the left brake cracked. A new brake system was ordered on warranty order #(B)(4). No RMA has been issued - the damaged brake was destroyed. No injury alleged.